Event description:
In 2006, a patient underwent a life-threatening procedure which involved reconstruction of the thoraco-abdominal vasculature using multiple gore tag thoracic endoprostheses. A transposition was performed on both renal arteries, the superior mesenteric artery, and the inferior mesenteric artery. The celiac artery was previously occluded and additional intervention was not possible. All four tag devices were implanted as intended and the final angiogram showed no evidence of endoleaks. The patient was transferred to the intensive care unit for hemodynamic monitoring. The patient deteriorated and developed multiple organ failure as well as blood dyscrasias. A diagnosis of quadriplegia was determined. During the week of 2006, therapy was withdrawn and the patient expired. Devices will not be returned to gore for analysis.

Manufacturer narrative:
Please note: this event involves multiple tag devices which includes: tg2815/lot; tg3415/lot; tg3420/lot.